Event description:
It was reported that a spectrum pump failed to alarm for a downstream occlusion during a preventive maintenance test. It was also reported there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received the device. The eval is not complete. When the eval is complete, a supplemental report will be submitted.